Event description:
It was reported that the patient with diabetes states they had line blocked alarms reoccurring past few weeks leading to 7 infusion set changes. The patient states that they attempted to clear the alarms first with "resolve with current cassette", but they reoccurred so he had to change out the infusion site. The alarms resolved after infusion site change. Patient states he is working with his cds to obtain steel cannula infusion sets to try out. He states he is very lean and this leads to the line blocked alarms he believes. He is pinching up at the site when inserting infusion set to try to help with this. Event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient is a white, non-hispanic/latino, born (B)(6) 1966 female, weighing 149.0.

Manufacturer narrative:
A4 - weight:149 a4 - weight units (patient): not provided. B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.